Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into cardiac arrest and required more the 60 minutes of cardiopulmonary resuscitation (CPR). The patient was then transferred to the ICU and intubated. The patient required sedation and paralytics to maintain appropriate atrial blood gas levels. A chest x-ray confirmed the patient was experiencing respiratory distress syndrome. The patient was assumed to have anoxia prior to therapeutic cooling procedures and use of the artic sun device. After rewarming, the patient regained neurological function and became anuric. The patient's family requested that the patient be transitioned to comfort measures and life support and ventricular assist device (vad) support were withdrawn. The cause of the respiratory arrest was unknown. The patient had a tenuous ventilatory course throughout their admission, prior to vad implant as well. The events were not thought to related to the lvad implant procedure. The patient expired on (B)(6) 2021 due to the multisystem organ failures they were experienced post cardiac arrest.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for mlp-025104 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists respiratory failure, as well as other types of organ failure and dysfunction, and death, as adverse events that may be associated with the use of the heartmate 3 lvas. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as the patient¿s outcome, could not be conclusively determined through this evaluation. The device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.